Event description:
It was reported that; cage disengaged from inserter. Used another cage. Cage appeared deformed on one side; where inserter attaches to cage.

Manufacturer narrative:
Method: device not returned;results: device inspection was not performed as device was not returned. The deformation noted on the cage is likely caused by the user while attaching the cage to the inserter and/or during use an excessive force was used on the spacer leading to the deformation and the decreased ability to hold the spacer for positioning. Conclusion: the exact cause of the event could not be determined because the reported device was not returned for evaluation.

Event description:
It was reported that; cage disengaged from inserter. Used another cage. Cage appeared deformed on one side; where inserter attaches to cage.